Event description:
In 2000, the facility's purchasing agent informed the manufacturer's (MFR) representative of the following: the device catheter fragmented during patient's chemotherapy treatment. Purchasing agent did not have all the details on hand (i.e., implant/event/explant dates, patient/physician information etc.). A blank product complaint report (pcr) form was faxed to purchasing agent for completion by the facility's risk manager. The pcr form was to be completed and faxed to the MFR along with a copy of the facility's medwatch report. No further details were provided at this time. Next day, the MFR received the completed pcr form (no facility medwatch report) that states the following: swelling noted at the device site. Studies revealed catheter fragmentation (embolized) to the right atria and right ventricle. 10 cm fragment of catheter was removed via the femoral vein. Returned to surgery for removal of subcutaneous portion of the returned catheter. No further details were provided.